Manufacturer narrative:
The part was visually examined. It is significantly bent in throughout its length. The diameter of the part is .078 inches which is within specification for the part (.078±.002"). The part is supposed to be 20 inches long, it measures 20 inches long.

Event description:
While performing a polarus humeral rod implantation surgery, the surgeon inserted the guide wire as required by the surgical technique. The rod was inserted over the guide wire. During final check with fluoroscopy, it was seen that the guide wire and the rod were outside the distal portion of the break in the humerus, causing the guide wire to be bent into an "s" shape. To remove the guide wire, a separate incision was required and the surgery time was prolonged by one and one half hours.